Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the iol shot out of the injector in the capsular bag causing the breakage of zonules and allowing vitreous humor to come from the back of the eye into the anterior chamber. The surgeon had to perform an anterior vitrectomy. The iol was removed and an anterior chamber lens was inserted in its place. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product has not been returned. Product history records were reviewed and documentation indicated the product met release criteria. No other complaints were found for this lot number. The product investigation could not identify a root cause number. The product investigation could not identify a root cause. Add'l info has been requested. (B)(4).